Event description:
The hosp reported that at the end of an endoscopic saphenous vein harvesting procedure, the dissection tip detached from the unit. The piece was retrieved endoscopically with the scissors. No additional pt complications were reported.